Event description:
Thermachoice machine alert pressure low. Aborted procedure and balloon removed. Balloon broken. New catheter opened and procedure started for full cycle without difficulty. Abort time was about 2 minutes into procedure.